Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8731, serial (B)(4), implanted: (B)(6) 2004, product type: catheter; ubd: 15-apr-2006, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient who had been receiving bupivacaine, hydromorphone, and fentanyl via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The hcp indicated they had not seen the patient since (B)(6) 2017. The patient¿s pump was last filled with medication on (B)(6) 2015. The drug was not replaced with saline. Regarding the reported lack of therapy, a dye study was done. The hcp reported, according to the patient, the lack of therapy began (B)(6) 2015. The pump had last been programmed on (B)(6) 2015. The hcp confirmed the pump had been programmed to off mode. Regarding other actions/interventions taken or planned currently, the patient was scheduled to see the doctor on (B)(6) 2018 to discuss and schedule a pump explant. It was indicated the device would be returned to the manufacturer for analysis. The following information was provided by the healthcare provider via the pump logs and chart notes. The patient was seen on (B)(6) 2015 for a pump refill. The patient¿s chief complaint was low back pain. The patient was also taking percocet and needed a refill for her oral breakthrough medication. The patient had been experiencing headaches more frequently over the past couple days, as well as nausea, and was feeling shaky. The patient had a past history of hypertension, but she had been off all her blood pressure medicine for about two years. The patient had a recent history of hospitalization for anemia secondary to a bleeding ulcer. It was indicated the percocet was causing her headaches and nausea. The patient had been utilizing her bolus with some modest relief; however, her symptoms had been growing worse. A magnetic resonance imaging procedure (MRI) was going to be performed in the recent past to rule-out a granuloma; however, the MRI was not completed due to concern about whether or not she had a particular type of metal in her chest from a prior implant. The hcp wanted to obtain an MRI to rule out a granuloma at the tip of the catheter to follow with an intra thecal dye study of the catheter due to the patient¿s poor response from the pump therapy despite multiple increases to rule out any kind of granuloma or catheter abnormality. The patient did not feel like they were obtaining significant relief with the use of their intrathecal pump (it) pump medication, even with pump adjustments. The patient¿s medication had recently been rotated from hydromorphone to fentanyl, as the patient had been hydromorphone for many years, to see if this would bring relief. The patient was otherwise currently in good health. The pump was refilled with 7.5 mg/ml of bupivacaine, 1.5 mg/ml of hydromorphone, and 375 mcg/ml of fentanyl. The device was interrogated and the correct concentration and volume were confirmed along with the expected residual volume of 8.3 milliliters (mls). No complications were noted. The device was interrogated and found to be in ¿pump in safe state¿ which occurred the day before, (B)(6) 2015 at 11:46 a.m (see MFR report # 3004209178-2015-18636). The elective replacement indicator (eri) was currently at 30 months. The pump was refilled and programmed to deliver an increased concentration of fentanyl and decreased concentration of hydromorphone and bupivacaine. It was indicated a catheter dye study would be performed when the patient had surgery and it was indicated the catheter may be replaced if indicated, along with the explantation of the current pump with a replacement. The patient¿s oral medications were changed from percocet to dilaudid for breakthrough pain and to help with any withdrawal symptoms. The patient was instructed to call in two days with an update regarding their pain and current withdrawal symptoms. On (B)(6) 2015 the patient was seen for a routine consideration for resumption of intrathecal infusion therapy. The hcp discussed the possibility of replacing the patient¿s pump and also possibly replacing the catheter, as there had been an unclear function both in terms of efficacy of the patient¿s intrathecal infusion, as well as high residual volumes. It was indicated the patient had not had any symptoms of a granuloma. It was indicated the doctor planned to move ahead with an intrathecal dye study to determine whether there was catheter access to the spinal fluid and also if possible do the contrast study to determine the catheter tip location and spread. The patient¿s past medical history included coronary artery disease, peripheral neuropathy, cardiac arrhythmia, anemia, hyperlipidemia, neuropathy, hypertension, esophageal reflux, constipation, osteoarthritis, allergic rhinitis, and myocardial infraction. The patient had a stent placed in their left anterior descending artery (B)(6) 2011, a lumbar spinal fusion 2002, and a cholecystectomy. Allergies included codeine and baclofen. On (B)(6) 2015 the intrathecal catheter dye study injection was performed. The pre-operative and post-operative diagnoses included: postlaminectomy syndrome, lumbar; inadequate pain relief from intrathecal infusion, rule-out of intrathecal catheter malfunction, and intrathecal pump at end of life and nonfunctional. The catheter access port (cap) was aspirated. The doctor noticed some serosanguineous fluid in the pocket. The entry into the catheter access port was confirmed, and the doctor was unable to aspirate any cerebrospinal fluid throughout. The needle was removed and aspirated the pocket, removing the pocket fluid. The study was terminated at that point after inspecting the catheter under fluoroscopy and not seeing any specific problems with it. It indicated the patient would be given a choice of doing an intrathecal infusion trial prior to doing a possible replacement. On (B)(6) 2016 the patient had an exam for a follow-up on her medication and pre-evaluation prior to having her intrathecal pump exchanged and catheter revised. The patient was not prepared for their upcoming pump replacement, which was scheduled for (B)(6) 2016. The patient requested to have the procedure moved out a month. The patient was managing with oral morphine. The patient reported they were pleased with the pump trial. She found that the fentanyl intrathecally during the trail was effective for her and she experienced significant relief for two days following the trial. It was indicated the pump replacement and catheter replacement would be postponed until (B)(6) 2016. On (B)(6) 2016 the patient had a follow-up appointment for her medication regarding management for her chronic lumbar pain secondary to degenerative disc disease, post laminectomy syndrome, as well as a pre-evaluation for her intrathecal pump and catheter replacement. The patient had not been cleared by her family practice doctor. Once cleared, the plan was to proceed with the pump replacement and catheter revision. On (B)(6) 2016 the patient was seen for a follow-up appointment for her medication regarding management for her chronic lumbar pain and radiculopathy secondary to post-laminectomy syndrome and degenerative disc disease. The patient was tolerating their medications well, but they were not carrying her through the night, and consequently she would be up until early in the morning because of the pain in her back, which would radiate down her legs. The patient would experience some weakness in their lower extremities as well. The pain would travel more down their right leg than their left leg. The patient was debating whether or not to have the pump replaced, versus explanted. The patient¿s oral medications were adjusted, with instructions to follow-up in one month for re-evaluation. On (B)(6) 2016 the patient was seen for a follow-up on medication management for chronic lumbar pain with lumbar radiculopathy secondary to post-laminectomy syndrome and degenerative disc disease. The patient had continued to take her medications and was not having any significant relief whatsoever. The patient did not wish to pursue any replacement of her pump. The patient had not seen any significant benefit long term with the pump or even with the last trial. The patient was frustrated with her current pain management and wanted to try returning to methadone, as she stated that is what helped her the most in the past. After discussing with the patient, it was decided to have the patient rotate to methadone. The patient was to continue her other medications as directed. On (B)(6) 2017 the patient had a follow-up appointment for her medication management for chronic lumbar pain with lumbar radiculopathy secondary to post-laminectomy syndrome and degenerative disc disease as well as chronic thoracic pain related to degenerative disc disease as well. The patient stated she continued to have significant pain even with the fentanyl patch increased to 50 mcg per hour and replacing consistently every 72 hours. The patient was needing to take oral morphine consistently for breakthrough pain. The patient was looking at having surgery for her large hiatal hernia in the next few weeks and had a cardiology consult appointment scheduled to obtain clearance. The patient was to continue their medications as prescribed and revisit pump replacement following their hiatal hernia surgery. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the higher residual volumes started in (B)(6) 2015. The expected and actual residual volume were not available. No troubleshooting was performed and the patient wanted the catheter explanted but would not give a date to get the removal done. The removal has been scheduled but the patient always cancels their appointments. The cause of the inability to aspirate from the catheter access port (cap) was not determined and the catheter would need to be explanted in order to see what the cause was. The pump was in off/safe mode and had not been in use since 2015. The patient's catheter was also noted as no in use.